Manufacturer narrative:
The product is available for evaluation and testing; however, the device has not been received as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report indicated that the p5014 stent was mounted on a maxi balloon catheter, and at the time of deployment in the inferior vena cava, the balloon ruptured. Further information provided characterized the vessel as arteriosclerostic. The maxi balloon was used to predilate the lesion and then the p5014 stent was hand crimped on this balloon, which ruptured at four atmospheres, nominal pressure. Another cordis balloon catheter was used to fully appose stent to the vessel with successful results, target lesion stented.